Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material inside the catheter is inconclusive due to the lack of detail in the returned photo. One photograph of powerpicc catheter was returned for evaluation. Inspection of the photograph found that the user had threaded a wire through the lumen of the catheter but had not pushed the wire past the distal end of the catheter tubing. It is possible that this indicated that there was a presence of something inside the tubing which prevented the wire from advancing. However, this cannot be conclusively determined as no foreign material was able to be observed throughout the photograph. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during the 3cg PICC catheter placement procedure, high resistance was encountered with the pre-filled catheter. Upon removal and cutting of the catheter, foreign matter was discovered inside the catheter. No other information was provided.